Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl with the associated symptoms of polydipsia. The patient reportedly did not receive any treatment above or beyond the normal routine of diabetes management. The reporter alleged there was an issue of no power to the pump. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy related to a power issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: review of the black box data revealed the pump was without power from (B)(6) 2016 at 2:36 am to (B)(6) 2016 at 7:39 am. All other daily insulin delivery totals correctly reflected programmed basal rates. There were also two unexplained power on reset events in the black box history recorded on the date of the complaint. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the ¿no power¿ complaint and the pump was determined to be operating as intended and without malfunction. (B)(4).